Event description:
A pt experienced stimulation in the wrong location following the implant procedure. It was noted that the device stimulation never really covered the appropriate pain location, and high measured impedances had been an issue for some time. Impedance measurements over 4000 ohms were indicated. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).